Manufacturer narrative:
This report is for an unknown set screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during posterior spinal fusion, the surgeon removed the "verse" hardware and replaced it with depuy synthes spine expedium. The new construct is now from l1-s1. The patient had adjacent level disc disease below the level of previous fusion. This report captures the post-op event (replacement of left l2 screw due to patient had adjacent level disc disease below the level of previous fusion) while related complaint (B)(4) captures the intra-op event (expedium driver tip broke off and replacement of left l2 screw). This report is for unknown quantity of unknown locking set screws. This is report 3 of 3 for complaint (B)(4).